Event description:
During a coil embolization procedure, the orbit mini complex fill 3x6 coil was not forming complex shape in the aneurysm. It was coming out straight.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was received zipped. Support coil and embolic coil were inside of introducer. Embolic coil was still attached to the gripper and it was stretched. Residues of blood were noted between embolic coil and introducer. Gripper was inspected under microscope and no damages were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15168336 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as "coil - out of shape" could not be evaluated due to the conditions of the received product. The cause of the damages noted in the device could not be conclusively determined; however neither the analysis nor the DHR review suggest that this damages could be caused during the manufacturing process due to per investigation the customer does not report damages on the device. Inspections are in place that inspect and prevent coils with out of shape leaving from the facility as well as inspections that impedes that coils damages leaving from the facility. The cause of the reported failure could not be conclusively determined; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that during a coil embolization procedure, the orbit mini complex fill 3x6 coil was not forming a complex shape in the aneurysm. It was reported that the issue was it was not forming a complex shape, not that it was stretched. It was coming out straight. A constant and dedicated saline source was utilized at all times. The saccular aneurysm was residual /recurrent left (mca) middle cerebral artery that measure 3mm, neck to sac ratio was 1. A stent was placed after the coil placement. An adequate continuous flush was maintained through the echelon 10- ev 3 (mc) microcatheter at all times. During the initial insertion of the coil delivery system there was no resistance at any time during advancement of the coil through the mc. There were no kinks in the mc that may have contributed to the event. During insertion, no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil there was no resistance during withdrawal for repositioning in the aneurysm. One to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. The coil was not utilized like a guidewire (left in the aneurysm sac, while repositioning the microcatheter) at any time during the repositioning process. After repositioning there was no resistance when the coil was advanced, and the same microcatheter was utilized to complete the procedure since it was not damaged. Other than the reported event, no other damages were noticed with any other section of the device, and the coil was still attached to the delivery system. The aneurysm was partially occluded and stent placement was done across the neck. Antibiotics were given intra and post procedure. After the procedure, the patient was in good condition. No further information was available. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was received zipped. Support coil and embolic coil were inside of introducer. Embolic coil was still attached to the gripper and it was stretched. Residues of blood were noted between embolic coil and introducer. Gripper was inspected under microscope and no damages were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15168336 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Due to the stretched condition of the returned device, the report the coil did not form a complex shape during insertion into the aneurysm could not be evaluated. The cause of the damages noted in the device could not be conclusively determined; however neither the analysis nor the DHR review suggests that this damages was caused during the manufacturing process. No damages were reported on the device by the customer. Inspections are in place to prevent out of shape coils and damaged coils from leaving from the facility. The timing of the stretched coil and the coil not forming a complex shape is not known. Therefore, the cause of the reported failure could not be conclusively determined. There is no indication of any device manufacturing issues related to the reported event; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
During a coil embolization procedure, the orbit mini complex fill 3x6 coil was not forming complex shape in the aneurysm. It was coming out straight. The issue was that the coil was not forming the complex shape. A constant and dedicated saline source was utilized at all times. The sacular aneurysm was residual /recurrent left (mca) middle cerebral artery that measure 3mm, neck to sac ratio was 1. A stent was placed after the coil placement. An adequate continuous flush was maintained through the echelon 10- ev 3 (mc) microcatheter at all times. During the initial insertion of the coil delivery system there was no resistance at any time during advancement of the coil through the mc. There were no kinks in the mc that may have contributed to the event. During insertion, no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil there was no resistance during withdrawal for repositioning in the aneurysm. One to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. At any time during the repositioning process, the coil delivery system was not utilized like a guidewire (left in the aneurysm sac, while repositioning the microcatheter). After repositioning there was no resistance when the coil was advanced, and the same microcatheter was utilized to complete the procedure since it was not damaged. Other than the reported event, no other damages were noticed with any other section of the device, and the coil was still attached to the delivery system. The aneurysm was partially occluded and stent placement was done across the neck. Antibiotics were given intra and post procedure. After the procedure, the patient was in good condition. No further information was available. Additional information will be submitted within 30 days of receipt.